Event description:
Patient stated, that she experienced a stinging sensation under the dispersive electrode of the action patch that was placed on her in 2008. She kept the patch on for approx 1 1/2 hours until light turned off, as she was instructed to do. She then removed the patch and noted several small blisters. She presented to the hand therapy clinic three days later with localized redness and 3-4 areas of 2nd degree burns, the largest <4mm in diameter. All wounds were healing well. Empi company has been notified of this event.